Event description:
Reporter alleges pt received a solid chin implant 20 yrs ago (i.e. 1976). Physician states he has a pt with liver problems and the only thing suspicious is a chin implant put in 20 yrs ago.